Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was giving the patient a high-pressure alarm on the pump. The pump was not connected to the patient at the time of the alarm and the patient checked the tubing for any visible sings of kinks. The patient was advised to replace the disposable supplies with new ones and was able to continue the infusion. No patient injury was reported.

Manufacturer narrative:
H6: health impact and evaluation codes: updated h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found ___. Functional testing found ____. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)., corrected data: d2.

Manufacturer narrative:
B5: additional information received on 1-nov-2022 via email and attached to complaint object: patient details were updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.